Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient's battery would no longer communicate with external devices and the patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.